Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h1. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to reproduce the problem stated, however, this unit was due for a safety disk replacement as part of maintenance interval. Fse replaced the safety disk and completed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had failed leak test. There was no patient involved.